Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329 (lot: 0011208355); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: d-evolutfx-2329 (lot: 0011208355); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2022; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was attempted to be deployed using the cusp overlap technique. The depth of the valve on the non-coronary cusp (ncc) was 1-2 mm and the depth of the valve on the left coronary cusp (lcc) was 2 mm. While withdrawing the wire to centralize the nosecone of the delivery catheter system (dcs), the valve embolized. The valve was recaptured. A second deployment was made at a depth of 2 mm on the ncc and 3 mm on the lcc. A post implant echocardiogram revealed moderate paravalvular leak (pvl). The dcs was withdrawn and a 14 fr non-medtronic sheath was inserted, followed by a 23 mm non-medtronic (true) balloon. A post dilation was performed. Upon retrieval of the balloon, the balloon interacted with the outflow portion of the valve, resulting is embolization. The valve was snared. A second transcatheter valve was prepped and the load was checked via fluoroscopy. The valve was inserted, but the dcs was not able to advance past the embolized valve. The dcs was withdrawn from the body and flushed. The wire was exchanged. The dcs was then inserted a second time, however continued to catch on the frame of the embolized valve. The inner curve snare was released and outer curve tab was snared. The dcs was then moved into position and the valve was deployed. The final implant depth was 3 mm on the ncc and 3 mm on the lcc. A post implant echocardiogram revealed moderate pvl. A post implant bav was performed using a 23 mm non-medtronic (true) balloon, reducing the pvl to mild- trace. No additional adverse patient effects were reported.